Event description:
Fungus in eye due to use of bausch & lomb contact solution. Probable vision loss. Frequency: #1. Daily, route: #1 otic. Frequency: #2. Daily, route: #2 otic. Dates of use: #1. Eight days in 2007, dates of use: #2 one day in 2007. Event abated after use stopped or dose reduced? #1 yes, event abated after use stopped or dose reduce or dose reduced? #2 yes.